Manufacturer narrative:
The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow-up, the pg was showing premature battery depletion. The device was implanted in 2016, and was showing less than 1 year remaining. It was indicated the device would be explanted in the coming months upon receiving the reported incident. At this time, no further information has been received from the field.